Manufacturer narrative:
Other text: h6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Error code 41622 appeared during the motor test, thinking that is what customer was talking about not the 46122, noticed the 46507 in history also. The main board was inoperable and it was replaced for the issue, also the motor was replaced as a preventative measure during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that while in use, a smiths medical cadd solis vip pump exhibited alarm with red triangles and numbers 46507. No patient consequences were reported. No adverse effects were reported.